Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have finished treatment and are wearing their retainer, their bottom tooth is very wiggly and unstable. Patient was seen by their dentist; they are concerned with the amount of mobility and the stress on the ligament of the patient's lower front teeth. Dentist recommended a splint for lower teeth for stabilization and mouth guard for upper teeth to reduce the stress on them. No letter of recommendation was provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.